Manufacturer narrative:
The electronic device records were reviewed and it was observed that during the reported event, the energy levels were selected and then the shock button was pressed. However, to deliver defibrillation energy, the energy levels need to be set, and the charge button needs to be pressed. Without those sequence of events, a shock will not be delivered when the shock button is pressed. The reported issue can be isolated to use error of not pressing the charge button prior to pressing the shock button.

Event description:
The customer contacted stryker to report that their device would not delivery defibrillation energy. There was no report of patient use associated with the reported event. .

Manufacturer narrative:
Third party service agent evaluated the customer's device and was not able to replicate the reported issue. Proper device operation was subsequently observed through functional and performance testing. The device was then returned to the customer. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device would not delivery defibrillation energy. There was no report of patient use associated with the reported event.